Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 rtg0188799 (con): an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient experienced  a shocking sensation while they were recharging. The following troubleshooting steps were performed; . Patient said they charge the ins to 100% and 2 days later stim is off and the ins battery is depleted. Patient said they have changed programs twice and the same thing occurs. Patient also said they device "shocks" them when they are charging. Patient said they are putting the recharger in the skin when charging. Patient said if they don't put the recharger on the skin the recharger doesn't pick up the ins. Reviewed they should have a thin layer between the recharger and skin. Patient said they haven't have any falls or trauma. Recommended making appointment to have the device checked.  No further complications were reported/anticipated at this time.